Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their aligner cutting the inside of their lip. Photo provided shows lower frenum was cut and is covered partially by the upper aligner. Provided frenectomy information, how to file aligner in area of frenum and general fit tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.